Event description:
Two open burn blisters on the abdomen [burns second degree] , . Case narrative:this is a spontaneous report from a pfizer sponsored program, pfizer rx pathways from a contactable consumer. A patient of unspecified age ethnicity and gender started to use thermacare heatwrap (thermacare heatwrap), device lot number m61553, expiration date oct2018, from an unspecified date to an unspecified date at an unknown frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced two open burn blisters on the abdomen on an unspecified date with outcome of unknown. The product was used for approximately six hours. The action taken with thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of two open burn blisters on the abdomen as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the event of two open burn blisters on the abdomen as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
Batch m61553 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the three pouched wraps inside and shows no obvious defects. Form-# retain sample inspection form documented the retain evaluation performed on 20mar2017. An evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. A pcom (pfizer global complaint database) search was performed. The pcom search returned a total of 22 complaints for menstrual products during this time period for the class/subclass. Of the 22 complaints; 1 complaint has batch number recorded as "unknown". The 21 remaining complaints were evaluated. None of the complaints were confirmed to have a manufacturing process root cause for an adverse event. Based on this. Pcom search, there is not a trend identified for the subclass of adverse events for menstrual products. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the two day run indicates a total of 62 wraps tested for individual cell temperature, wrap average temperature, and individual wrap temperature. All wraps met the required temperature specification.

Event description:
Event verbatim [preferred term] two open burn blisters on the abdomen [burns second degree] , . Case narrative:this is a spontaneous report from a pfizer sponsored program, pfizer rxpathways from a contactable consumer. A patient of unspecified age ethnicity and gender started to use thermacare heatwrap (thermacare menstrual), device lot number m61553, expiration date oct2018, from an unspecified date at an unknown dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced two open burn blisters on the abdomen on an unspecified date. The product was used for approximately six hours. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: batch m61553 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the three pouched wraps inside and shows no obvious defects. Form-# retain sample inspection form documented the retain evaluation performed on 20mar2017. An evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. A pcom (pfizer global complaint database) search was performed. The pcom search returned a total of 22 complaints for menstrual products during this time period for the class/subclass. Of the 22 complaints; 1 complaint has batch number recorded as "unknown". The 21 remaining complaints were evaluated. None of the complaints were confirmed to have a manufacturing process root cause for an adverse event. Based on this. Pcom search, there is not a trend identified for the subclass of adverse events for menstrual products. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the two day run indicates a total of 62 wraps tested for individual cell temperature, wrap average temperature, and individual wrap temperature. All wraps met the required temperature specifications. This batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (28apr2017): new information received from product quality complaint group includes investigation results. In addition, the suspect device was updated from thermacare heatwrap to thermacare menstrual. Company clinical evaluation comment: based on the information provided, the event of two open burn blisters on the abdomen as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the event of two open burn blisters on the abdomen as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.